Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was tested and measurements were confirmed via pacing system analyzer (psa). The lead header connection was checked and no anomalies were noted. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high out of range pace impedance measurements. During a routine device change out for normal battery depletion, this lead was explanted and replaced. No additional adverse patient effects were reported.